Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article received titled, " peripheral snap-fit locking mechanisms and smooth surface finish of tibial trays reduce backside wear in fixed-bearing total knee arthroplasty" literature article "peripheral snap-fit locking mechanisms and smooth surface finish of tibial trays reduce backside wear in fixed-bearing total knee arthroplasty" by lukasz lapaj, adrian mróz, pawel kokoszka, jacek markuszewski, justyna wendland, celina helak-lapaj, and jacek kruczynski published by acta orthopaedica doi 10.1080/17453674.2016.1248202 was reviewed. The article purpose: to examine retrieved contemporary fixed-bearing total knee replacements (tkrs) and determine whether design parameters such as the type of locking mechanism, the tibial tray material, and the finish affect the mechanisms and the magnitude of backside damage during service in vivo. The article reports: the study included 75 female patients and 25 male patients. Out of these, only 22 of them were implanted with depuy products (pfc sigma fb). The best polyethylene wear was found in implants with a snap-fit fb design (including pfc sigma fb). The worst polyethylene wear was found in trays utilizing a dovetail liner lock mechanism. Cement and patella resurfacing was not mentioned within this literature article. Depuy products involved: pfc sigma fb. Complications: aseptic loosening (9), infection (6), periprosthetic fracture (1), pain (6), surgical intervention (22), medical device implant removal (22).